Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient receiving morphine at an unknown concentration and dose via an implantable infusion pump. The indication for use was non-malignant pain. It was reported that the patient's pump was decreased by the healthcare provider (hcp) because the patient did not think the pump was working. It was noted that the patient was experiencing withdrawal symptoms. No further complications have been reported as a result of this event.